Event description:
Related manufacturer report number: 2017865-2023-36431, 2017865-2023-36432. It was reported during remote follow up that the atrial and right ventricular leads exhibited increased pacing impedance and shock impedance. Upon follow up, the clinic was informed that the patient had died without any further information. The cause of death was unknown. There is no known allegation from a health care professional that suggests that the death was related to their implantable cardioverter defibrillator (ICD) system.